Manufacturer narrative:
H6: investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0225034 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and there are no other complaints have been taken on this batch for fill volume defects. Retention samples from batch 0225034 were available for inspection. For investigation of this complaint 100/100 retention tubes were measured with a fill volume measuring tool. All 100 tubes measured at the acceptable fill volume level for material 245122. Two photos were received to assist with the investigation: the first photo shows two tubes with a label on them, however, the printed batch information cannot be observed. The tube on the right does appear to be low fill volume. The second photo shows two tubes but the labels cannot be observed in this photo; no product information can be observed in this photo. The fill volume level cannot be determined in this photo. Without product information a photo alone cannot confirm a complaint. No returns were received to assist with the investigation. The complaint cannot be confirmed from the photos provided. Bd will continue to trend complaints for fill volume. H3 other text : see h10.

Event description:
It was reported that while using 23 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml missing labels were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "more than 23 bbl mgit960 7ml culture tubes were missing lable(s) recently"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 23 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml missing labels were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "more than 23 bbl mgit960 7ml culture tubes were missing lable(s) recently."